Event description:
Patient to have multiple dental extractions. During the procedure, a dental drill with stryker instruments 1.6mm taper side cutting carbide bur was being used in the mouth when the drill bit broke off. A second stryker instruments 1.6mm side cutting carbide bur (lot # 311110108315017ax; exp. Date 11/01/2011) also broke off during the procedure. Both of the broken drill bits were retrieved and all parts were accounted for.